Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3550-39, lot# n254331, implanted: (B)(6) 2010, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation and therapeutic effect. It was further noted that the patient had less than 50% therapy relief and felt pain. It was noted that premature battery depletion occurred. It was noted that the physician was ¿extending the patient¿s lumbar fusion and was considering taking out his lead and implantable neurostimulator (ins).¿ it was further noted that the patient and not used or charged his system in ¿maybe a year, as it did not relieve the majority of his pain.¿ it was noted that the patient ¿reinjured his back at work and his right leg was numb.¿ additional information reported that the cause of the loss of therapeutic effect and numb leg ¿was a disk issue and the physician took care of it with a laminectomy.¿ it was further noted that the patient¿s fusion was extended. It was noted that the patient was ¿healing post surgically.¿ it was further noted that the ¿entire stimulator was left in.¿ it was noted that ¿it was a 3 hour case and the physician did not take out the lead or the ins.¿